Event description:
Pt with 3 spells of transient right eye blindeness had an angiogram with approx. 85% stenosis of the right internal carotid artery and > 90% stenosis of the left internal carotid artery. Balloon angioplasty was performed with a 4 mm balloon in the right internal carotid artery. This area was then stented with a 10mm x 3cm precise stent. Once the stent was in place, it was noted that the pt developed slurred speech and left facial droop. Angiography showed a defect in the right middle cerebral artery with no filling of the right middle cerebral artery branches. The embolus was crossed with a catheter and 4mg of tpa was infused. A reopro drip was begun and the pt regained feeling and motion in the left hand and arm. There was a persistent defect in one of the brances of the middle cerebral artery. CT revealed a bleed in the right middle cerebral artery distribution. Pt taken off of anticoagulants. Overnight the pt deteriorated. CT revealed a large hemispheric intracranial hemorrhage. Pt taken off of life support and expired.